Event description:
A discordant immulite 2500 estradiol assay result was obtained on a pt sample. The sample initial result was low positive and reported to the physician. Customer drew a new sample the next day and run new sample with high result. The original sample was re-run and resulted higher positive result. Pt treatment was withheld until result was verified. Pt egg collection/treatment was delayed by two days. There was no report of adverse health consequences due to the lower positive discordant estradiol assay result.

Manufacturer narrative:
Analysis of instrument and instrument data did not indicate system error. There is no known cause for the discordant estradiol result. No further eval of the device is required. The instrument is performing within specifications.